Event description:
It was reported that during a pci procedure, deflation difficulties were encountered. The de novo lesion was located in the 90 % stenotic non-calcified proximal right coronary artery (rca). The lesion was predilated. Following deployment of the express2 20mm x 3.0mm stent in the distal rca, the express2 16 x 3.5mm was inflated to 14 atms on the initial inflation, however, the balloon did not fully deflate. Negative pressure was applied to the balloon, and it moved slightly. The delivery system was withdrawn, however, resistance was encountered during removal. Other products used included a renato guidewire and an axess 7f jr4 / getz bros guide catheter. There were no pt complications. The procedure was completed with this device. Patient status was reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.